Event description:
It was reported that the right ventricular sensing and pacing lead exhibited noise. The physician opted to take no action. The lead remained implanted and the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.